Event description:
It was reported that there were multiple issues with the pump including screen damage and the screen shutting off after a few attempts. There was no reported impact to the customer¿s blood glucose level. The customer decided against further troubleshooting actions.